Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio2 meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 19:20 on (B)(6). The patient reported obtaining a blood glucose reading of 348mg/dl on the subject meter. The patient manages their diabetes with self-adjusted insulin. The patient reported taking 12 units of insulin in response to the reported high reading. The patient reported that 3 hours later they ¿passed out¿ and their spouse contacted the emergency services. The patient reported receiving hcp treatment of ¿glucose solution.¿ the patient did not report any other blood glucose reading taken at this time. At the time of troubleshooting the cca walked the patient through a control solution test. The subject meter passed with readings within the accepted range. Replacement products were sent to the patient. This complaint is being reported because the patient suffered a serious injury related to hypoglycemia after the alleged issue began.